Event description:
It was reported that after a da vinci-assisted gastrectomy procedure, the patient experienced a subcutaneous emphysema on the neck. The patient was admitted to the intensive care unit (ICU). The surgeon alleged the air seal was the cause. On (B)(6) 2021, intuitive surgical inc. (Isi) obtained the following additional information from an isi clinical sales representative (csr), who spoke directly with the surgeon, regarding the reported event: the date of the da vinci procedure is unknown. The air seal is not available for return. The reported subcutaneous emphysema has been resolved but it is unknown how. It is unknown how long the patient was hospitalized for the event. The patient was reported to still be recovering. On (B)(6) 2021, isi obtained the following additional information from the isi csr regarding the reported event: the surgeon does not think a da vinci product caused the subcutaneous emphysema. In addition, the reported subcutaneous emphysema can also occur in laparoscopic surgery and the use of air seals is not unique to da vinci.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A system log review was not performed for this procedure due to event date being unknown. This event is being reported due to the following conclusion: after a da vinci-assisted gastrectomy procedure, the patient experienced a subcutaneous emphysema on the neck. The patient required medical or surgical intervention to preclude serious injury or death. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. Section is left blank as the event date was unknown the expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.